Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there were no admit discharge transfer (adt) messages were received to the server. A technical support specialist (tss) verified normal server and station communication, identified the patient remaining in pre-admit status due to no adt (a01/a04) message received in the system, and advised customer to contact adt team to send the messages. Later customer confirmed no further action was required as the patient was already discharged and issue was resolved. The system functioned as intended after the technical support specialist guided the user to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, patient was not crossing over to the pyxis machine. Customer stated that the patient was showing as pre-admit on the es server and was not appearing on the global list. However, there were no delays or adverse events or injuries reported based on this event.